Event description:
Baxter (B)(4) received a report that a folfusor had solution that "was flowing backwards like gushing from [device] fill port". This condition was observed during infusion. The device was filled with a solution of fluorouracil. This condition interrupted therapy and had the potential to breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 50 ml of fluid in the reservoir. To verify the reported condition, the fill-port cap was removed. Upon removal, leakage (backflow) was observed coming out of the fill port. Visual examination of the unit showed no evidence of particulate matter under the check-band. The root cause was determined to be an approximately 0.007-inch protrusion on the stress member under the check-band. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Two companion samples were also received with the actual sample. Functional tests were performed on the two companion samples by manually filling them with water to their nominal volume. During and after fill, no evidence of leak was observed at the fill port of the two companion samples. This issue was escalated to CAPA.